Event description:
Device malfunction: failure to deploy in lesion, deployment out of body after removal. Time of malfunction: during and after the procedure. Symptoms/ae: none. It was reported that during an interventional procedure in the carotid artery, the rx acculink stent delivery system (sds) would not deploy at the target lesion. After a second unsuccessful deployment attempt, the sds was removed from the body without difficulty. After sds removal, the stent expanded from the proximal end, outside of the body. There was no reported adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
Evaluation summary - evaluation of the returned device revealed the self expanding stent system was returned with blood and contrast visible in the shaft lumen. The stent implant was received in the deployed state. There was no damage noted to the stent implant. The distal sheath was in the distal position and not retracted. No damage was observed on the sheath. The guide wire lumen was twisted around the bayonet portion of the hypotube distal to the guide wire exit notch. The handle slider was detached from the outer member. The proximal end of the outer member inside the handle was bunched. The handle lock was in the unlocked position. Engineering was unable to replicate the reported discrepancy since the handle was not operational, and the stent was already deployed. No evidence of a device quality issue was detected. A conclusive root cause for the stent expansion from the proximal end after removal from the body, or the twisting and bunching could not be determined based on this investigation. However, the event appears to be related to circumstances during the procedure and patient anatomical characteristics. Reportedly the lesion was concentric and an additional deployment attempt was made, which may have contributed to the observed damages. A review of the finished device lot history record did not reveal any non-conformity which could have contributed to this event. All released units from this lot met acceptance criteria per reliability engineering testing.